Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1, fill 2, drain 1, and drain 2. There was no patient involvement.

Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The issue of return instrument test/evaluation (rite) functional test failed in fill 1, drain 1, fill 2, and drain 2 & last fill was confirmed by review of the rite functional test report. No problems were revealed during inspection and all connections were correct and secure. However, a more detailed inspection of door assembly revealed that piston foam is deteriorated. Piston foam was replaced with pal test article, and device met all volumetric accuracy specification. Pal reinstalled the original piston foam, and repeated accuracy confirmation test. Device did not meet accuracy confirmation specification. The cause of the rite failure was determined to be piston deteriorated foam. A service history review (shr) revealed no issues that may have contributed to the reported failure. The device was sent to servicing for correction and the piston foam was scrapped.